Event description:
Patient was heparinized and cannulated for bypass. On bypass, the pt was cooled to 26 degrees centigrade. The aorta was cross-clamped. Blood cardioplegia was infused to achieve electromechanical arrest of the heart. During the conduct of the pump run, while cross-clamped to 26 degrees centigrade, perfusionist noted a small leak from the primary tubing and the pump raceway when blood was seen on one of the roller heads of the pump. A second perfusionist was called to assist with changing the tubing. The heart-lung machine was stopped, line clamped and cut, connectors added, new tubing purged and pump resumed. The tubing was replaced without difficulty in 2.5 minutes. Staff able to visibly see a split in the tubing approximately 1 inch long. The representative was contacted and reported to the perfusionist that he had never had anything like this happen before. Photos were taken of the tubing and are available. No harm to the patient--awoke from surgery, stable and is neurologically intact. Since this event, staff are inspecting the tubing closely and have found two more tubings from the same lot number that appear to have defects of thin 1" lines that look like something hot laid on the plastic and left an impression. Both of these tubings are available for inspection. Neither one of these two were used on a patient.